Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient's stimulation stopped working following a fall. The patient had been unable to follow up with hcp due to insurance issues. A follow-up report will be submitted if additional information becomes available.